Manufacturer narrative:
Associated medwatches: 2nd device report submission separately- initially 1 device reported, but 2 devices returned. Manufacturing site evaluation: there were 2 devices available for investigation. Investigation: several pins of both devices are bent and damaged. The function of the instrument is no longer given. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause for the failure is most likely usage related. Rationale: it was confirmed that the new nq839r enduro tibia plateau holding key was not used during the application. Without this new instrument there is the possibility that during the surgery the enduro key is not properly fitted on the locking ring. Then the pins will not all be seated completely in the intended contact zones. Due to the force which was applied during the turning of the locking ring, the pins were bent. Corrective action: psc and field safety notice - safety information (feb2019).

Event description:
It was reported that there was an issue with the enduro key for the tibial locking ring. During a knee revision procedure, the items slipped while twisting which broke the threads. There was no patient harm but the malfunction caused a 5-10 minute surgical delay. The case was completed successfully. Further information on patient data or medical history were not provided. The surgical staff was later reminded about using proper techniques with tips to avoid stripping the locking ring.